Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site. The lens was received with a cut in half with one half of the device missing, most probably related to the explant/removal process and /or handling during attempted insertion process. Visual inspection revealed surface residuals (debris/particles) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. No further investigations were conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was inserted into patient¿s right eye. Surgeon removed lens and performed vitrectomy. Incision was extended and an anterior chamber (ac) lens was placed successfully. Three stitches were placed at the end of procedure. No patient complications were reported. Additionally, it was noted that the surgeon removed the lens due to something he did. Lens would not go into capsular bag. Surgeon expanded bag and tried to stabilize lens by inserting a capsule tension ring. Patient has recovered and outcome does not significantly interfere with activities of daily life. No further information has been provided.